Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two weeks post implant during device follow-up it was found that there were high thresholds on the right ventricular (rv) lead, and the lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.